Event description:
During an in-clinic follow up, post paced t wave oversensing was observed on the device. Reprogramming was performed to resolve. The patient was stable and will continue to be monitored.